Manufacturer narrative:
(B)(6). This report is number 3 of 3 mdrs filed for the same patient (reference 0001822565 - 2017 - 04883, 0001822565 - 2017 - 04884, and 0001822565 - 2017 - 04885). The ball plungers were not returned with corresponding returned items. Concomitant products : tibial articular surface provisional shim size ef 14 mm thickness catalog # 42527900504, lot # 62315467, tibial articular surface provisional shim size ef 14 mm thickness catalog # 42527900504, lot # 62801254. The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the shims were cleaned in the sonic the ball bearings fell out. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was returned and visual examination of the returned part state signs of repeated use and missing ball bearings. Debris (foreign material) is found onto the inferior and superior surface. DHR was reviewed and no discrepancies were found. This specific device is confirmed to have been a part of a previous investigation and corrective action. As part of the corrective action, it was recommended not to use ultrasonic cleaning as a sterilizing technique for this device. This device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device were manufactured prior to this design change. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.